Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
It was reported the ipg is approaching end of service. Surgical intervention may be pending.

Manufacturer narrative:
An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. Surgery has not been scheduled. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.